Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: power entry module assembly, fuse fast acting(1/4diax1-1/4l, power supply, sl power, rohs. The suspect device/part was not returned to haemonetics, without physical sample provided for evaluation, the root cause cannot be determined.

Event description:
Haemonetics was notified that a patient reported, "power supply/shorting/burnt out power entry module/smoke/burnt fuse". There was no donor involvement.